Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Visual evaluation of the returned sample noted one opened (without original packaging), unused ellik evacuator with tape over the end of the rubber tubing. Visual inspection of the sample noted that there was a hard piece of plastic stuck in the inside of the rubber tubing. The foreign material was much larger than 0.6 sq mm. This does not meet the specification as "loose or embedded foreign matter shall not exceed an aggregate total of 0.6mm² or 1/16" in length ". A potential root cause for this failure could be due to "defective components of supplier / with contamination". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labelling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that a large plastic chip was present in the ellik pear when it was opened from the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a large plastic chip was present in the ellik pear when it was opened from the bag.